Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check (test not specified). It was time for maintenance and when 5000 hours maintenance was performed, pre-use check passed again. The ventilator was returned to the customer after passed functional tests. No device logs were received and no further issues have been reported. The conclusion is that 5000 hours maintenance was performed, which resolved the reported problem.

Event description:
Manufacturer's ref #: (B)(4).